Event description:
The customer initially reported that they noticed that the plastic piece that opens and close the jaw came loose and was sticking out of the side. Upon receipt, it was discovered that the gray insulation has been scraped off of the wire.

Manufacturer narrative:
(B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.